Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged two false positive results were obtained. Confirmatory testing was performed using a gram stain and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that 2 false positive bactec bottles. Nothing is seen on gram stain and no growth is seen on the subculture plates for these false positive bactec bottles.

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. The bd service communicated with the customer and obtained the logs. Bd service confirmed that the instrument is working without any errors. This is an unconfirmed failure of the bd product as the issue. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 1/21/2019. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. See h.10.

Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd (B)(6), instrument top, packaged two false positive results were obtained. Confirmatory testing was performed using a gram stain and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that 2 false positive (B)(6) bottles. Nothing is seen on gram stain and no growth is seen on the subculture plates for these false positive bactec bottles.